Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04971. During the procedure to implant the scs system the physician noted high impedance when he placed the lead (device 1). The physician tried troubleshooting the issue and opted to place a different lead. The new lead showed high impedance as well, so the physician decided to replace the ipg (device 2). Intraoperative, the issue persisted. Postoperative the system was interrogated and the impedance issue had resolved. It was reported the surgery was extended 2.5 hours due to the issue. Follow up identified the pt received effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.